Event description:
After leaving the procedure room, the device was interrogated and the right ventricular (rv) lead was not displaying any sensing values. The patient was brought back to the procedure room and the rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The field report of loss of sensing was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Damages found are consistent with those occurring at time of implant/explant.